Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. During the evaluation, the device failed a test step during testing. The device's oxygen blender board was replaced to address the issues. In addition of the above evaluation, performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly, which was not related to the malfunction/issue.